Event description:
It was reported that the system had invalid impedances. Reprogramming was unable to restore effective therapy. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was obtained that the leads are no longer reportable. No intervention was taken on the leads, and effective therapy was established through reprogramming.